Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The customer complaint is the thread is too thick.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 20 unopened and 1 opened pouches. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. Performed tightness test to the closed samples received and the units are tight. The thread surface on the closed samples received is correct and could not find any damage in the thread surface. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.